Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The cause of the event cannot be determined; however, patient factors and procedural factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 29mm aortic valve was explanted after implant duration of one (1) years, 11 months, due to severe perivalvular leak (pvl). The explanted device was replaced with a 25mm cryolife aortic homograft.

Manufacturer narrative:
H3. Device evaluation: customer report of pvl could not be confirmed through visual observations. X-ray demonstrated wireform intact. Multiple cor-knots remained attached to the sewing ring outflow aspect around leaflets (B)(4) and (B)(4) with corresponding suture pledgets attached at the inflow aspect. Non-transmural damages were observed on the outflow surfaces of leaflets 1 and 3 and appeared beveled, a typical characteristic of those caused by suture tail abrasion. Damages made contact with the cor-knot suture tails attached around leaflets 1 and 3 when the leaflets are in the opened position. Host tissue at the stent circumference was minimal at both the inflow and outflow aspects. Wireform was exposed on commissures 1 and 2. H10. Additional manufacturer narrative: the device was returned to edwards for evaluation. Customer report of pvl could not be confirmed through visual observations. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. The cause of the event cannot be determined at this time.

Manufacturer narrative:
H10. Additional manufacturer narrative: prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The cause of the event was due to patient factors/condition.

Event description:
Edwards received information a 29mm aortic valve was explanted after implant duration of one (1) years, 11 months, due to aortic root abscess, severe perivalvular leak (pvl),and dehiscence. Records indicated bioprosthetic valve endocarditis; however, blood cultures were negative. Patient presented with about a month of fevers and chills. The bioprosthetic valve was inspected and there was obvious dehiscence and annular abscess along the left and right cusp underneath the commissures. The explanted device was replaced with a 25mm cryolife aortic homograft. The patient tolerated the procedure and postoperatively transferred to intensive care unit in stable condition. Patient was discharged on post-operative day 31.